Event description:
It was reported that the left ventricular lead threshold was high likely due to patient anatomy and lead location. The device reached battery depletion prematurely. The lead and the device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity. (B)(4). The distal portion of the 4193 lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut and there was apparent explant damage.